Event description:
It was reported following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium deposit in the battery.